Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem was confirmed. The device was tested for flow rate accuracy and found to under deliver with an error percentage of 12.465%. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be the door hooks out of specification and the hook shims read 14 and 0, one screw on the lower hook had a spacer and the pressure plate springs were sticky. The mechanism door, hooks, pressure plate fingers/valves, finger/valve holders, and m2/m3 springs require replacement to address this issue. The device will go through pressure setup and flow calibration as well. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump failed the flow rate test with a value of 18 ml (expected range 19 to 21 ml). This occurred during testing. There was no patient involvement. No additional information is available.